Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The field service engineer (fse) found worn tubing going through pinch valve vl59 and replaced the tubing in vl59, resolving the leak. The instrument was verified and validated. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 5ml from a coulter lh 750 hematology analyzer before running morning controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.